Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that of navien catheter break. The patient was undergoing intracranial arterial embolization surgery. The access vessel was the femoral artery with a diameter of 11 mm. It was noted the patient's vessel tortuosity was normal. It was reported that on (B)(6) 2026, the physician was performing an intracranial aneurysm embolization procedure. According to the planned surgical procedure, routine aneurysm embolization was performed using a non-medtronic micro guidewire, an echelon 10 microcatheter, and a navien intracranial support catheter to establish access for coil delivery. During the filling process, the assistant found that the proximal hub of the navien catheter had broken. The operator immediately replaced it with another navien catheter of the same model and continued the procedure. The surgery was successfully completed. There was catheter separation/break during use. There was no friction or difficulty during injection. There was no force applied during delivery/removal. The catheter was not entrapped/stuck. There was no vasospasm. The catheter was stuck inside the guide catheter. There was no surgical or medicinal intervention required. The broken segments will be returned. The device and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event. Ancillary devices include a echelon 10 microcatheter and a asahi intecc co., ltd micro guidewire.